Event description:
The customer, (B)(6), reported via the (B)(6) competent authority, (B)(6), that the proximal guide reamer post snapped off during surgery leaving a screw in the conical stem. The customer reported that the conical stem was removed and no debris remained in the patient. The customer reported that the surgery took longer than anticipated as a result and the patient was on the table for 8 hours. The customer reported that the patient was moved to itu post surgery.

Manufacturer narrative:
An event regarding breakage involving a proximal cone reamer post was reported. The event was confirmed. A visual inspection was performed as part of a material analysis which concluded the proximal cone reamer post broke from an overload condition in torsion. (B)(4). No material or manufacturing defects were observed on the component examined. Medical records received and evaluation not performed because no patient clinical information was provided as there is no indication the event was related to patient factors. The reported device was manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events reported for this manufacturing lot. The results of the investigation conclude there is no indication or evidence to suggest the event is related to a manufacturing issue.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
The customer,(B)(6), reported via (B)(4), that the proximal guide reamer post snapped off during surgery leaving a screw in the conical stem. The customer reported that the conical stem was removed and no debris remained in the patient. The customer reported that the surgery took longer than anticipated as a result and the patient was on the table for 8 hours. The customer reported that the patient was moved to itu post surgery.